Event description:
Caller reported that a malfunction occurred with the pump, identified by a malfunction 12 code. Despite this issue, there was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.